Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to micro dislodgement. Additional information indicates that there was an intermittent capture observed. The threshold was found to be constantly changing and becoming higher until at maximum output. However, x-ray did not show any noticeable lead position. No additional adverse patient effects were reported.